Event description:
Maude report ((B)(4)) voluntarily submitted by patient through FDA states that they have postsurgical changes of the right total hip arthroplasty. There is interval increase in fluid at the trochanteric bursa with prominent focus of synovial proliferation/debris which is suspicious for particle disease. The trochanteric bursal fluid likely communicates with the right hip joint capsule. There is no indication that the patient has been revised. Update: (B)(6) 2012- litigation papers received. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information was not provided for the associated femoral stem. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated.